Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source emergency lamp was flashing during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event, reporting that the clv-s40 emergency lamp was flashing. The customer had already replaced the main lamp, but the issue persisted. The customer was informed that the unit is discontinued, and the service discontinuation letter was emailed to them. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the complaint allegation was for "emergency lamp flashing" and olympus technical assistance support was not able to resolve the reported allegation since unit is discontinued. The most probable cause of the complaint is traced to the device reaching the end of its useful life due to degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.